Manufacturer narrative:
Citation: laricchia a. Et al. Peri-procedural acute coronary syndrome during transcatheter aortic valve replacement. Cardiovascular revascularization in medicine. 2019; 20(11s):72-74. Doi: 10.1016/j.carrev.2019.04.029. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with oral squamous cell carcinoma, stage four chronic kidney disease (ckd) and severe aortic stenosis with preserved left ventricular ejection fraction who underwent the implant of a medtronic evolutr transcatheter bioprosthetic aortic valve. No serial numbers were provided. Prior to the implant, coronary angiography indicated stenosis of the ostia of the left circumflex artery. Revascularization of the artery was not performed to avoid the need of dual antiplatelet therapy and increased bleeding risk of the oncologic surgery. During the implant, a left bundle branch block (lbbb), mild aortic regurgitation and coronary ostia patency was confirmed. During closure at the femoral access site, the patient complained of chest pain. A transthoracic echocardiogram (tte) indicated hypokinesia of the lateral wall. It was suspected that an atherosclerotic plaque had become unstable and caused the acute coronary syndrome. Multiple attempts were made to access the left main coronary artery but were unable to pass through the frame of the prosthesis. Once the coronary artery was finally accessed, angiography indicated decreased flow to the left circumflex artery. Subsequently, a stent was placed. No additional adverse patient effects were reported.